Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. However, it is likely that leakage occurred on the forceps channel and reprocessing could not accomplish. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the probe insulation was not to specification, the plastic distal end body was scraped, the bending section cover rubber glue was cracked, the forceps passage auxiliary channel was leaking, the ultrasound electrical insulation was not to specification, and the ultrasound medical image had 4 broken elements (breakage of the ultrasonic transducer). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope failed the leak test and foreign material was coming from the working channel. The issue was observed during reprocessing. There were no reports of patient or user harm associated with this event.